Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent delay could not be determined. Review of the device history record was not possible as the batch number is unknown.

Event description:
During the procedure, a communication issue caused a prolonged procedure. Amplifier and dws could be started without any issues, but the mobile monitor in the laboratory could not establish a connection with the dws. The problem: input signal not found is permanently displayed. Troubleshooting steps were followed, reconnecting display cables, power supply was turned on and off, replaced the display cable, dws and amplifier was turned on in different sequences and was power cycled more than 20 times and communication was established. The procedure was done in left atrium pulmonary vein isolation in voxel mode and the procedure was completed without any further issues and patient consequences.